Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated he was crossing highway and chair stalled. He was aided by two good drivers that stopped the cars and assisted him across the street.